Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope has a shaft issue. The lens was reported to be snapped in half. It is unknown if the issue occurred during the preparation or during a case. There was no patient harm or injury reported on this event.